Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that video system center had frozen after startup. The event occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error b30(scope communication error), endoscopic interface is loose, image has interference. A definitive root cause could not be identified. However, based on the results of the investigation, it is likely that the malfunction was caused by faulty dp (printed circuit board) and dx (printed circuit board), which resulted in the screen freezing after startup. Additionally, the cr (printed circuit board) was found to be defective, leading to error b30 (scope communication error). For the endoscopic interface was loose, image had interference, the most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.